Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.50 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, during inflation at 5 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient injuries reported.

Manufacturer narrative:
(B)(6).